Event description:
It was reported that the spinal cord stimulation (scs) patient experienced significant weight loss, which adversely affected her ability to use the system. The weight loss resulted in the implantable pulse generator (ipg) becoming more superficial, making charging difficult. When charging was possible, the patient reported a burning sensation, pain, and discomfort, and noted that charging required additional time. The physician assessed that the ipg may have eroded into the underlying nerve plexus, which could account for the discomfort experienced during charging. It was also reported that the patient had experienced a fall. In addition, the leads were noted to have high impedances. The patient received charging reeducation, and the device was reprogrammed; however, the issues persisted. The patient subsequently underwent a revision procedure and was reported to be doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned for analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5129642/5129635.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6).

Event description:
It was reported that patient had difficulty charging the implantable pulse generator (ipg) and the spinal cord stimulator lead had impedances. It was noted that patient experienced burning sensation. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted devices will not be return as it was discarded at the facility.